Event description:
A pt reported they were unable to receive an accurate reading on their one touch basic meter due to the meter allegedly prompting the "not ok" message or not powering on. The last results on their meter was 66 mg/dl. No treatment was reported. No further info has been reported. No serious injury.